Manufacturer narrative:
Pump passed the prime/delivery and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage on case noted.

Event description:
It was reported that customer received excessive no delivery alarms and was not able to clear. Customer's blood glucose was 436 mg/dl. Caller was advised that insulin pump would be replaced.